Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The manufacturing DHR has been reviewed and attached the device had passed all tests and checks.

Event description:
It was reported that peep module doesn't work on a smiths medical parapac plus. Inlet module is loose. No patient involvement.